Event description:
Customer reported a reading of 243 mg/dl on their medisense optium blood glucose monitor. During this time, she experienced symptoms such as headache, nausea, and pruritus. She was hospitalized in the intensive care unit and was diagnosed with diabetic ketoacidosis. Her blood glucose level on the healthcare meter was 489 mg/dl. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow-up report will be filed once investigation result are available .